Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the device in good condition. The event log confirmed a primary audible alarm post occurred. Functional testing was able to replicate the reported issue; primary audible alarm post was found during power up. The root cause was determined to be the speaker was not working as intended. The speaker was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had an error message stating "primary speaker failure". There was no patient involvement and no patient harm/adverse event reported.